Event description:
The customer reported that the valve was programmable but after the programming procedure it jumped back to the old pressure adjustment of 30mmh2o. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.